Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (5gm, route and frequency not reported) and amikacin injection (1gm, route and frequency not reported). On an unreported date, antibiotic therapy was discontinued. At the time of this report, the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.